Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a blade detachment occurred. The 90% stenosed lesion was located in the moderately tortuous left front arm shunt vessel. The lesion was dilated with the small peripheral cutting balloon 4.00mm/1.5cm/140cm three times (6atms, 10atms, 12atms). The cutting balloon was completely deflated and resistance was felt during withdrawal from a non bsc sheath. Following removal, the physician checked the cutting balloon and found that one of the blades had detached and was found in some gauze. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a blade detachment occurred. The 90% stenosed lesion was located in the moderately tortuous left front arm shunt vessel. The lesion was dilated with the small peripheral cutting balloon 4.00mm/1.5cm/140cm three times (6atms, 10atms, 12atms). The cutting balloon was completely deflated and resistance was felt during withdrawal from a non bsc sheath. Following removal, the physician checked the cutting balloon and found that one of the blades had detached and was found in some gauze. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned on a 0.016'' guidewire. The catheter was stuck on the guidewire and could not be advanced or removed. Blood was present within the balloon which is evidence of a leak. A microscopic examination confirmed 3mm from the proximal end of one blade and 5mm from the distal section of a second blade were detached. The pads were intact. A 5mm section of a blade was returned and attached to a piece of gauze. The rx port was torn and is consistent with excessive manipulation of the guidewire during the procedure. The hypotube was kinked 52.3cm from the strain relief. An introducer sheath was also returned. The sheath was split along its length and the distal tip was damaged. This indicates that there was resistance encountered during attempted device withdrawal through the sheath. No pieces of a blade remained in the sheath. An attempt was made to inflate the balloon; however, due to contrast media within the inflation lumen, it was not possible. The device was soaked to help soften the solidified material. Subsequently, a balloon pinhole was identified 7.5mm from either end of blade in the mid balloon body. There was no damage to the catheter tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use. The guidewire used was 0.016 inch. The dfu states to "introduce the peripheral cutting balloon device through a 6f (2.00 mm) or larger introducer sheath insert a 0.36 mm (0.014 in) guidewire through the peripheral cutting balloon device guidewire lumen" caution: use only a 6f (2.00 mm) or larger introducer sheath. (B)(4).